Event description:
Two months after stent implantation, the pt died of cardiac causes with myocardial infarction. The pt was compliant with antiplatelet therapy, but continued to smoke. No autopsy, primary or secondary causes were available or identified.